Event description:
The pt had an MRI procedure performed on them. Multiple high mr scans were run in succession. The pt had the call button, but did not use it. About thirty mins after the exam, the pt developed a burn with a blister measuring 1 cm x 2 cm.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.